Event description:
Received customer's maude report: heparin was infusing at 1000 units/hr, the device alarmed, the screen "turned red and read error". The pump was removed from service. Conflicting info in the report, event type ( is listed in injury, and event outcome is listed as required intervention, however test states "no pt injury". No other info is available, no customer info is provided or available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's reported that modules had an unspecified error and "turned red". The devices were not returned and the root cause of the customer's experience could not be identified. The maude report does not provide any customer or contact info; all of the allowable info has been provided and no further info will be made available.